Event description:
During implant, the device was found to be in back-up vvi (bvvi) prior to implanting into the patient. The device was not implanted and was replaced. The patient was in stable condition.

Manufacturer narrative:
Manufacturer report 2938836-2017-32460, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).